Event description:
It was reported that the device won't turn off; the malfunction caused the device to run without anyone stepping on the pedal. The procedure was completed with a backup device with neither delay nor patient injuries reported.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship between the returned device and the reported incident. Visual inspection of the returned foot control assembly found that the signs of rust/corrosion on the unit. The returned device was tested using a known good compatible controller and wand; which was found that the ablate pedal sticks. The complaint was verified and the root cause was determined to be due to expected wear and tear. Factors, which can lead to won't turn off include: 1. A fluid may have come into contact with the device causing the pedal to have material degradation issue. 2. Bad handling practices or storage of the unit could cause premature degradation of the unit and causing the unit to stick to where to ablate pedal will not turn off.